Event description:
The customer reported to philips healthcare that the heartstart mrx had one flashing led after being placed on the charger after being used in a defibrillator and receiving a red x. There was no negative patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.